Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse found a leak in the reagent syringe. The cse replaced the reagent syringe and then performed all alignments and fluid dispense/aspiration checks, which passed. The cse cleaned the luminometer and performed daily cleaning. The cse performed quality controls, which were within range. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The patient was redrawn, and the new sample was tested on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.